Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the device is exhibiting premature depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the device is exhibiting premature depletion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was surgically abandoned and a new device was successfully placed. No additional adverse patient effects were reported.